Manufacturer narrative:
The central screw fractures were likely due to biomechanical overloading that occurred over the four years the screws were in place. An evaluation of the returned screws indicated that product specifications were met. It may therefore be concluded that the fractures were not due to a product failure. Please note that this report is being submitted by sybron implant solutions (B)(4) (the manufacturer) on behalf of sybron implant solutions (the importer) per reporting exemption (B)(4).

Event description:
On (B)(6), 2011 a doctor reported to sybron implant solutions (B)(4) that two pitt easy central screws fractured. This MDR is the second of two reports.